Event description:
It was reported that stimulation was off and it would turn on by itself cause a shocking sensation that was "very uncomfortable." It was noted that it had happened twice. It happened at the patient's church choir about 4-5 feet away from a speaker and at the doctor's office waiting in the lobby. It was ensured that the magnetic reed switch was off. The reed switch was disabled on the day of the report. It was noted that this should "take care" of stimulation turning on due to electromagnetic interference. Impedance testing was done and the patient was seeing "???" In the results. It was noted that the reporter was "not concerned with impedance values or complaining of stimulation issues". Additional information received reported that the impedances were normal. The magnet option was turned off. It was noted that the patient had not contacted the company representative since turning the magnet option off.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3487a-33, lot # l58645, implanted: (B)(6) 1999, product type lead. (B)(4).